Event description:
Downgrade the case as per the reportability tool as no reportable allegation.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error of app reset screen. The customer reported no adverse event. The event involved product(s) css7200. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for (B)(4).

Manufacturer narrative:
"An attempt to reproduce the reported event was conducted using guardian connect app ver. 3.4.0 on the iphone 11 ios 17.4 device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications es10582doc version s. After conducting a thorough investigation, we have found that looks like it is correct behavior for guardian connect app. According to the requirements - software item @ui.common shall detect the illegal injections and then display screen mentioned in the ticket. User still can continue to use the app and see other screens after click on confirm button. In this case this is expected behavior and no issue. If this issue happened again, helpline can ask customer to reinstall the guardian app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.